Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the tip broke just before coming out of the body, however, a small piece was still connected with the sheath and it did not completely detach. The piece did not fall into the patient. It remained attached to the device but was broken. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The tip of the needle was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.